Event description:
It was reported that the right ventricular (rv) lead alerted for out of range high impedance on the rv defib coil. The lead remains in use. No patient complications have been reported as a result of this event.